Event description:
Customer reported system is not producing images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. User was powering down system incorrectly. System operates as intended.